Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Customer's mother reported customer received a blank screen from their freestyle freedom meter. Customer's mother also reported customer experienced symptoms of hypoglycemia and was taken to a health care facility where they obtained a reading of 34 mg/dl from their hcp meter. Customer's mother further reported customer was given juice, an IV and hospitalized overnight. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.